Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a bolus. The customer also stated they received a no delivery alarm prior to the motor error alarm occurring. Customer's blood glucose was 135 mg/dl. Customer stated they were able to complete the rewind sequence on their insulin pump. Troubleshooting did not occur for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.